Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a syncopal episode. The patient contacted their physician and was instructed to perform a remote device interrogation. No additional adverse patient effects were reported. There were no specific allegations regarding device function in relation to the syncope.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available this report will be updated.

Manufacturer narrative:
Additional information received from the local area sales representative indicated the syncope was most likely related to the patient's hypotension. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.